Manufacturer narrative:
No service on the ventilator has been requested. The user indicated that no further errors have been able to be reproduced. Ventilator logs were provided for review. In the event log there are generated alarms on the reported event date for leakage too high, check tubing, CPAP low. This indicates problems with the patient circuit (possible leakage, bad position, or kinked tubing). According to the test log, successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. No further information has been received regarding the apparent water on the back of the ventilator and if it had entered the ventilator. The cause of the alarms has not been conclusively determined but they were most probably due to leakage. There are no indications of ventilator malfunction during the ventilation period. . D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. Moreover, the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).